Event description:
Home pt's nurse contacted baxter's technical service center for assistance regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/3 of the automated peritoneal dialysis therapy. At the time of the initial notification the nurse reported the homechoice the home pt became disoriented and the pt line of the homechoice set became disconnected from the transfer set. After noting this, the nurse reconnected the pt's transfer set to the setup. Baxter's technical service center assisted the nurse in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.